Event description:
The hospital reported that, during the boot-up process, the unit had a visual alarm for the alarm speaker not being detected. The audible portion of the alarm was not functional. There was no report of pt involvement. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.